Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refx5241 showed 58 other similar product complaint(s) from this lot number.

Event description:
It was reported that after the catheter was inserted, mz connector was attached for infusion and liquid leaked. Liquid leakage still occurred after a replacement of the mz connector or with another equilibrium pressure connector. The problem was solved after an extension tubing and xinhua positive pressure connector were used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak from the purple luer adaptor was confirmed and is likely related to the manufacturing process. A photograph and a video were returned for evaluation of this complaint. The photograph was of an inserted 4fr s/l powerpicc catheter. Extension tubing was attached to the catheter and was being held by the patient. No obvious active leaks were seen on the connector. However, stains were seen on the patient¿s clothing that may be indicative of a leak. The video was of the catheter being infused with a clear liquid from a syringe through a needleless injection cap. As the catheter was flushed, a dripping leak was observed emanating from the junction between the purple luer adaptor and the needleless injection cap. The circumstances shown in the provided video were similar to a previously identified luer issue which could result in inadequate sealing of the luer adaptor with an interfacing device. Bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that after the catheter was inserted, mz connector was attached for infusion and liquid leaked. Liquid leakage still occurred after a replacement of the mz connector or with another equilibrium pressure connector. The problem was solved after an extension tubing and xinhua positive pressure connector were used.